Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to lock. The field service engineer found that board 11821331 and latch sensor were failed and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported when using then bd pyxis¿ anesthesia station es, the drawer was encountered a failure and unable to lock. The customer reported that the malfunction occurred while issuing medication to a patient and they managed to get required medication from alternative station. There were no adverse events or injuries reported based on this incident.